Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing lead impedance lifetime minimum measured 142 ohms and the trend was consistently in the 200 ohm range. (B)(4).

Event description:
It was reported that the patient's lead had confirmed insulation damage. The lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.